Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: addrl1 ipg; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pacing system was removed due to infection. Cultures were taken. Antibiotic treatment was necessary. Subsequently, the right atrial (ra) lead tested out of specification during the manufacturer¿s analysis. No further patient complications have been reported as a result of this event.